Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery there were metal shavings produced in the knee joint. Per complaint reporter there was no harm for patient, operator or third party. No further information received. Update 18-may-26: further information was provided that the issue was discovered after interoperative use of the burr and metal debris was visible on the monitor screen. The joint was cleaned and no parts remained inside the patient. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.